Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: there was evidence of moisture behind the display lens. The display was clear and legible; the complaint of a blank display was unable to be confirmed. There was no vibration at power up, but the audible functioned properly. The leak test failed due to a display lens leak. The display was lifted and there was evidence of moisture throughout the pump internally.